Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part: 04.038.285s, lot: h634182. Manufacturing location: (B)(4), manufacturing date: may 22, 2018, expiry date: may 01, 2028. A review of the device history record revealed no complaint related anomalies. The device history record shows lot was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot: h606505 met all specifications with no issues documented that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that initially, the patient had an osteosynthesis with tfna system for femoral subtrochanteric fractures on (B)(6) 2018. On an unknown date, the patient complained of pain. An x-ray was taken which showed that a trochanteric femoral nail advanced (tfna) helical blade had penetrated the femoral head. The surgeon commented that the event was not caused by product problems of the tfna implants. A treatment plan is still needed to be discussed with the family. The patient was not reporting pain at the time of reporting and was under follow up. Concomitant medical devices: tfna nail (part 04.037.018s, lot h031433, quantity 1); screw (part unknown, lot unknown, quantity 1). This report is for one (1) tfna helical blade. This is report 1 of 1 for (B)(4).